Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, minimum fill notifications occurred after filling cartridges with 200-300 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer had manual injections available as alternate insulin therapy.